Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, deformation, breast pain, visibility/palpability.

Event description:
Patient reported "on the left, in two places, the ultrasound looks as if it were made of a shell", "quite uncomfortable", and "defective implant". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.1., b.5., d.6b., h.6.

Event description:
Patient reported "on the left, in two places, the ultrasound looks as if it were made of a shell", "quite uncomfortable", and "defective implant". The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.4, b.5, g.2, h.6.

Event description:
Patient reported "on the left, in two places, the ultrasound looks as if it were made of a shell", "quite uncomfortable", and "defective implant". Healthcare professional later reported "rupture, pain and deformation", in addition to noting removal of "free silicone" during surgery. This record is for left side. Device has been explanted and replaced with another manufacturer´s device.